Manufacturer narrative:
The product was returned and analysis found import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the 2d images were inverted. Images were being loaded via cd. They confirmed that the white images lines were entered correctly. They also tried reloading using unstructured alternate module with no resolution. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.